Manufacturer narrative:
(B)(4). Batch #580a99. Additional information: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a green reload from top view, the sled can be seen partially advanced and a tyvek from top view, code gst60g lot: 837a09. The event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 1/4 and with an opened package. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 580a99, and no non-conformances were identified.

Event description:
It was reported that the reload didn't fire completely in bariatric surgery (lsg). The procedure was completed successfully.